Event description:
The ventilator was originally returned to the manufacturer for a scheduled preventative maintenance. During service, the ventilator's turbine had no flow output.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline. The service personnel inadvertently failed to notify regulatory affairs.